Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying a battery indicator. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated the alleged issue began approximately one month. The patient informed the cca that she manages her diabetes with lantus insulin, 40 units and amaryl pills twice per day. When the patient was unable to perform a blood glucose test due to the alleged issue she took no action in regards to her normal diabetes management routine. On (B)(6) 2011, the patient claimed she developed symptoms of "shakiness" in the morning, exact time was unknown. The patient denied receiving any form of medical intervention for her symptoms. At the time of troubleshooting, the cca noted that based on the meter's specifications for usage, the subject meter needed a battery replacement but the patient did not have a new battery available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.